Manufacturer narrative:
The last calibration performed on (B)(6)2021 was acceptable based on the qc recovery, there was no indication for a performance issue of reagent or instrument. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer did not find any abnormalities with the system and the calibration and controls were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t4 assay results for one patient tested on a cobas e 411 immunoassay analyzer. The patient's initial t4 result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial t4 result was "<0.420" ug/dl, and the patient's repeat t4 result was 8.59 ug/dl. The t4 reagent lot number was 472236 with an expiration date requested but not provided.